Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error 25 and replace battery alert alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error and replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device also received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked case near belt clip rails corner, cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was unknown. The alarm was cleared and customer did not trust the pump and would like for it to be replaced. The insulin pump will be returned for analysis.